Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Patient contacted dexcom technical support on (B)(6) 2010, to report that, upon inserting a sensor, she experienced an intermittent error code for 2-3 hours at a time. During the intermittent error, patient's blood sugar dropped to 21 mg/dl, and patient was not alerted. Patient blacked out, and her son found her unconscious. Patient's son ran across the street to seek help from two neighbours who are nurses. The nurses administered glucagon and juice to patient in order to revive her. Patient recovered and reported that she was tired and worn out at the time of her call to dexcom technical support.